Event description:
The brite tip separated.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 7 f sheath was returned within a plastic bag. The sheath brite tip was noted to be detached from the cannual, approx. O.5 cm proximal to the distal tip. The cannula exhibited evidence of cold shaping. It appears that some force, such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material to crack. Corids has initiated a complete product redesign.